Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation has been performed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.